Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR # 1219856-2009-00566 for the first event involving same pt. It was reported that the event involved a female pt, (B)(6). The pt arrived in the cath lab from the emergency room needing emergent intra-aortic balloon (iab) support. While in the cath lab, the iab was prepped per instruction. The md inserted the super arrow-flex sheath into the pt's femoral artery. The md inserted the iab through the saf sheath and the iab became stuck. As a result, the iab and the sheath were removed as one unit. The md requested an iab-05830-u and this iab was inserted without incident.